Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
(B)(4) they got a (B)(6) of grossly ruptured membranes. Actimprom carton with csi 30831etus-box (B)(4).

Event description:
E-complaint-(B)(4). They got a false negative of grossly ruptured membranes. 1216677-2020-00310 actimprom poc test 10/box 30831etus e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-no sample returned: *analysis and findings : distribution history: the complaint product was purchased from actim oy. Manufacturing record review not applicable to this product. Incoming inspection review: a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history didn't show similar reported complaint conditions of a false negative of grossly ruptured membranes. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action : coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.